Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine flow block error. Tech support went over the steps to resolve flow block issue with the customer. Recommended customer to connect pc unit to system maintenance program and run the test. Issue has been resolved. Device history review: a review of the device history record showed the device had a manufacture date of 01/18/2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Over the phone troubleshooting.

Event description:
The customer reported flow block error message during rate test on lvp800. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported flow block error message during rate test on lvp800. There was no patient involvement.

Manufacturer narrative:
Additional information: g1, h6, h10. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported flow block error message during rate test on lvp800. There was no patient involvement.